Event description:
On 02/02/2010, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reading inaccurately erratic. The medical surveillance specialist spoke with the pt on 02/16/2010 and obtained the following info. The pt reported that on an unspecified date/time in 2009, he obtained blood glucose readings of "350 and 60 mg/dl" with the subject meter, performed within a few mins of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <20% and/or < 20 mg/dl. The pt claimed he took an increased dose of humalog insulin based on the "350 mg/dl" result and reportedly developed "low blood glucose" symptoms shortly afterwards and treated self with food and/or drink. At the time of troubleshooting, the customer care advocate noted that the pt did not have test strips and therefore unable to run a quality control test on the reported products. Replacement products were sent to the pt. This complaint is being reported because the pt claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.